Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received.no damage noted on the original battery cap. There was no available data listed in (B)(6) 2017 in the pump history file. Unable to list the total insulin delivered on the event date (B)(6) 2017 and the 7 days prior to that date due to no data available.unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 19-nov-2017 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date (B)(6) 2017 in the pump history file due to no data available.the pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on 19 nov 2017. The cause of death was not known. The reporting party did not indicate other health issues or illness that may have contributed, or led up, to passing. The reporting party was also not sure whether the pump was worn by the customer at the time of passing. The reporting party was advised to return the pump (mmt-722nal) back to the healthcare professional. The pump (mmt-722nal) was returned to medtronic for analysis.